Event description:
A malfunction occurred on a pump as reported by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report any recurring issues.